Manufacturer narrative:
The pump was received with intermittent button response due to a flattened button dome switch and partial unlocked lcd keypad connector noted during visual inspection. We were unable to perform all functional testing including the displacement, operating currents, a21 error, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify the prime/fill anomaly, rewind anomaly and excessive no delivery alarm due to the buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the cancel button of the insulin pump had to press more than once and harder to function as well as insulin was squirted from infusion set while priming. No harm requiring medical intervention was reported. Customer stated that the insulin pump had slower primes and unexplainable no delivery alarms as well as clips were breaking. The insulin pump will not be returned for analysis.